Event description:
It was reported that during insertion, the surgeon observed that the preloaded monofocal intraocular lens (iol), model dcb00, was scratched. The lens was not implanted. The procedure was successfully completed using another lens of the same model and diopter. The scratched lens had come into contact with the patient¿s right eye. No incision enlargement, suture placement, or vitrectomy was required. The complaint device was discarded. No additional information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4 a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: (first name): unknown/not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.